Event description:
The customer reported the system was not extracting in the viscous fluid control (vfc) mode. The injection of vfc seems to work. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and found fluid in the vfc port. The company service representative also found fluid into the pneumatics connector assembly. The pneumatics manifold and connector assembly were replaced. The system was then tested and met all product specifications. The part was received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).